Event description:
The complaint was reported as: the cap and plug on the end of the expiratory limb would not stay in place. The alleged defect was discovered upon incoming inspection. No patient injury reported.

Manufacturer narrative:
Device evaluated by the manufacturer. The results of the device evaluation are not available at the time of this report.